Manufacturer narrative:
D1: the reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed; however, a potential cause of the reported events may be related to user error. The pd nurse stated that the clinic does not use iodine when replacing the transfer set. Use of iodine during the installation is included in the instructions for use (IFU). The caregiver reported that the disconnection occurred between the adapter and the transfer set, but when they came into the clinic, the products were reconnected. This indicates that the patient or caregiver reconnected the samples in the home setting. The label indicates to use sterile technique when performing the installation/replacement of the transfer set. Connection of the transfer set outside of a clinic environment may lead to contamination of the fluid path. Warnings in the instructions for use indicate that the set should be connected using sterile technique. Additionally, warnings in the IFU indicate that a transfer set should only be installed to a titanium adapter once and not be re-used. Labels accompanying the disposable sets which connect to transfer sets include warnings about the importance of using aseptic technique and following physician advice if contamination is suspected. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A caregiver reported that a peritoneal dialysis (pd) patient allegedly experienced the transfer set and titanium adaptor coming loose and allegedly leaked several times. The transfer set was replaced each time a disconnection occurred. It was alleged at one point the pd nurse had to tie both pieces together to ensure it would not come apart. It was alleged the patient passed away as a result of the disconnections and infections. It was alleged that the patient was hospitalized and experienced three (3) unknown infections over the course of six (6) to seven (7) months allegedly from transfer set disconnections. The patient was on pd therapy for five (5) years. During the first four (4) years the patient had a plastic adapter. No disconnections were reported with the plastic adaptor. It was reported to the pd nurse by the reporter that a disconnection had occurred between the titanium adapter and the transfer set; however, when the patient presented to the pd clinic, the products were reconnected. The pd nurse changed out both products. The pd nurse stated they do not use iodine when replacing the transfer set and they did not observe a malfunction with either product that would have caused the disconnection. Pd therapy was discontinued after the third infection and the patient was switched to hemodialysis (hd) therapy. Approximately three (3) months and three (3) weeks after starting hd therapy, the patient passed away. The caregiver stated ¿six (6) liters of blood was removed from the patient¿s abdomen every two days prior to passing. The caregiver alleged as a result of the patient¿s past medical history and damage to the peritoneum the surgeon recommended not performing surgery on the patient¿s ¿stomach¿ and a decision was made to remove life-support. The cause of the disconnections between the transfer set and titanium adaptor was not reported. Treatment for the infections was not reported. It was not reported if an autopsy was performed. Baxter performed due diligence with the hcp to obtain patient¿s cause of death, diagnosis for infection, transfer set installation details. No additional information was able to be obtained at this time.